Event description:
It was reported that the patient alert triggered. The patient had to return to the operating room due to increased device impedance and oversensing. It was discovered that the is-1 pin was not fully inserted into the connector. Device impedance and sensing are now normal and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated a resistance/impedance increase. The daily pace impedance trend data shows ventricular pace bi impedance spikes from 418 ohms to 1121 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returns to 418 ohms on (B)(6) 2010. Oversensing was noted, there were 4 - ventricular nonsustained events <=210 ms average v-cycle between (B)(6) 2010 and (B)(6) 2010; and the lead integrity alert had triggered on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.